Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture.

Event description:
Physician reported ¿the patient presented with several episodes of swelling (3) of the breasts with the presence of periprosthetic fluid on each occasion and the progressive appearance of capsulitis.", "histological analysis confirms the diagnosis of fibrous capsulitis with the presence of a macrophage and lymphocytic reaction" and "with the presence of silicone outside of the prosthetic capsule.". The physician also advise that the patient was operated on urgently as the doctor thought it was a ¿lymphoma anaplasique". The consequence of the intervention were stated to be "they extract urgently the liquid in the whole breast.", "touch of nervous cellules with hemorrhage during the intervention", "patient in semi-coma during 16 hours" and "big anemia after the intervention & loss of weight". The pathology report provided by the doctor states " upon histological examination, this is a prosthesis wall with signs of chronic capsulitis; this wall is infiltrated by lymphocytes, plasmocytes, fibroblasts, occasionally multinucleated histiocytic cells, and macrophagic cells.", " no signs of progressive inflammation observed.", "neither lymphoma cells, nor evidence of carcinoma infiltration is observed in the standard staining" and "an immunohistochemical examination for berh2h will be performed at the fluid level of the casing of this cyst.". This is related to the right side. Device has been explanted.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: granuloma.

Event description:
Physician reported ¿the patient presented with several episodes of swelling (3) of the breasts with the presence of periprosthetic fluid on each occasion and the progressive appearance of capsulitis.", "histological analysis confirms the diagnosis of fibrous capsulitis with the presence of a macrophage and lymphocytic reaction" and "with the presence of silicone outside of the prosthetic capsule.". The physician also advise that the patient was operated on urgently as the doctor thought it was a ¿lymphoma anaplasique". The consequence of the intervention were stated to be "they extract urgently the liquid in the whole breast.", "touch of nervous cellules with hemorrhage during the intervention", "patient in semi-coma during 16 hours" and "big anemia after the intervention & loss of weight". The pathology report provided by the doctor states " upon histological examination, this is a prosthesis wall with signs of chronic capsulitis; this wall is infiltrated by lymphocytes, plasmocytes, fibroblasts, occasionally multinucleated histiocytic cells, and macrophagic cells.", " no signs of progressive inflammation observed.", "neither lymphoma cells, nor evidence of carcinoma infiltration is observed in the standard staining" and "an immunohistochemical examination for berh2h will be performed at the fluid level of the casing of this cyst.". This is related to the right side. Device has been explanted.